Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 12th january 2018. Upon receipt, the device could not be powered off via the on/off button as per the reported fault. This was due to corrosion on track 13 (on_button) of the membrane tail, which had led to a high resistance on this line. Furthermore, the corrosion on the on_button line had caused the device to switch on automatically, leading to the multiple 10-minute timeouts observed in the history log. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. The corrosion observed on the membrane tail would suggest the device had been subject to storage outside of the indicated conditions. However, this could not be verified by other means, i.e. No corrosion observed on the screws/usb contact collars. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
After turning on the power, the indicator light is on and cannot be turned off. We have to pull the battery out so the unit will turn off. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
After turning on the power, the indicator light is on and cannot be turned off. We have to pull the battery out so the unit will turn off. There was no patient involved in this event.